Event description:
It was reported that the patient presented for follow-up in clinic. Upon device interrogation, it was noted that the right atrial (ra) lead exhibited high capture threshold. Fluoroscopy confirmed the ra lead dislodgement. The ra lead was explanted and replaced on (B)(6)2025. The patient was in stable condition.

Manufacturer narrative:
The reported events were dislodgement and high capture threshold were not confirmed. As received, a complete lead was returned in one piece for analysis. Final analysis found no anomalies outside of procedural damage.